Manufacturer narrative:
(B)(4). Concomitant products: part 650-1124, lot unknown - prmrs nck stem ti bm sz 24 rsa, part unkown, lot unknown - unk cobalt chrome femoral head, part unkown, lot unknown - unk regenerex acetabular cup, part unkown, lot unknown - unk e1 acetabular liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034- 2018- 00816, 0001825034- 2018- 00819, 0001825034- 2018- 00823. Reported event was unable to be confirmed as part number /lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) patient experienced pain postoperatively.